Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device allegedly had foreign material on needle tip. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one biopsy probes was returned for evaluation. Thirteen electronic photos were provided and reviewed. The foreign material was present in the cutter, protective tubing and tip of the needle in all the photos. On the visual evaluation of the probe, the biopsy probe appeared to be clean and was received with protective tubing. It was noted that the aperture was received approximately 95% closed. The protective tubing was removed from the needle with resistance. It was noted foreign material appeared on the trocar tip of the needle and cutter. Scathing was noted to the inside of the protective tubing. No other anomalies were noted. On the microscopic observation, foreign materials(plastic) were noted to in the trocar tip of the needle and cutter. Functional evaluation was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for foreign material as it was found at the trocar tip of the needle and cutter. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that prior to a vacuum assisted breast biopsy procedure, the device allegedly had foreign material on needle tip. There was no patient contact.